Event description:
It was reported that the right atrial lead exhibited an insulation anomaly during a routine pulse generator change out procedure. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).